Event description:
It was reported that during device change-out, the right ventricular lead exhibited a decrease in high voltage lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead measuring 55.7cm was returned in two segments for analysis. Internal insulation abrasion was noted at 10.0-11.5cm from the distal tip. The etfe coating was intact at this location.